Event description:
Spontaneous. Patient reported her infusion lasts about 1 hour 20 minutes. This time, it lasted over 2 hours. She made sure she inserted needle well; needle set and tubing is appropriate. Patient was able to finish infusion. Advised to use new pump next time and if any issues, call us for assistance. Date of malfunction is unknown. No missed dose or adverse events reported. Pump on hand for return to manufacturer. No further information. Reported to (B)(6) by pt/caregiver.